Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube occluded. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement was on (B)(6) 2011. According to the complainant, the patient was hospitalized from (B)(6) 2012 due to jejunal tube obstruction. A new endovive two-port through the peg jejunal tube was placed on (B)(6) 2012. The patient's condition at the conclusion was reported to have "recovered".